Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Short circuits were noted between electrodes 2-4, consistent with the reported abnormal bending. Fluid was noted outside of the irrigation tubing but within the tygon tubing proximal to the catheter handle. In addition, dried saline was noted within the connector plug, consistent with the short circuits detected. Further testing revealed a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the optical and electrical connectors, consistent with the dried saline noted within connector plug. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the investigation performed and the information provided, the cause of the event was traced to manufacturing.

Event description:
This report is to advise of an event observed during analysis confirming short circuits.